Event description:
It was reported that significant delay to the procedure resulting in an adverse patient event.a 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion caused a significant delay to the procedure, resulting in an adverse patient event.